Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. All other measurements were reportedly within acceptable limits. No noise or oversensing was observed. Technical services was consulted and recommended bringing the patient in for isometric and lead integrity testing. However, the physician elected not bringing the patient in for testing due to the single out of range measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--